Event description:
A laparoscopic needle holder was being cleaned when a component of the grasping jaw was noted to be missing. The device was last used in a laparoscopy-assisted vaginal hysterectomy. The fragment, approx 3.8 mm x 7.1 mm in size, may have been lost in the pt, but no evidence has been found to date. User facility believes the piece was possibly lost during the cleaning and handling process.